Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. The manufacturer internal reference number is: (B)(4)

Event description:
A facility representative reported that during a cataract removal with intraocular lens (iol) implant procedure, the doctor "busted" the capsule upon insertion of the iol. Additional information has been requested.